Manufacturer narrative:
Date of report : 11jul2019, date rec¿d by MFR :10jul2019. Multiple attempts were made and unable to confirm the resolution of the device as the customer did not respond to requests for additional information submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Additional information: serial number. Correction: device evaluation; codes (method, result, conclusion codes). The flow sensor has not been replaced by the service engineer as the customer has not approved the quote for service or repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). The service engineer (se) inspected the device and replaced the flow sensor.

Event description:
It was reported that the ventilator's flow sensor failed during preventative maintenance. No patient involvement.